Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted on both the right atrial (ra) and right ventricular (rv) leads. An inappropriate mode switch was noted. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing shortness of breadth with exercise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lead to lead interaction was suspected. The leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the right atrial (ra) and right ventricular (rv) leads were not explanted, they were capped and replaced.